Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port was placed via the subclavian vein by landmark technique and allegedly a catheter fracture was found. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one x-port isp with groshong catheter was returned for evaluation. Visual inspection noted the device was covered in tissue from cath-lock to the distal end of the catheter segment. The type of fracture could not be identified, so the investigation is confirmed for the alleged subcutaneous break. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the port was placed via the subclavian vein by landmark technique and allegedly a catheter fracture was found. There was no reported patient injury.